Manufacturer narrative:
(B)(4). The complaint icon CPAP is currently en route to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor in (B)(4) reported that an icon CPAP humidifier has a damaged power cord. There was no patient involvement.

Manufacturer narrative:
(B)(4). Correction: amendment to section b4. Method: the complaint icon CPAP was returned to fisher & paykel healthcare (f&p) in new zealand and was visually inspected. Results: visual inspection revealed damage in the middle of the power cord. Conclusion: based on the investigation conducted, the power cord may have been subjected to excessive force, causing the reported damage. During initial assembly of the icon CPAP, all power cords are visually inspected for damage. Once the assembly process is completed, all icon CPAP devices are visually inspected again before release for distribution. This suggests the damage occurred after it had been distributed. The icon CPAP is designed to the electrical safety standards, ul60601-1 and as/nzs 3200.1. The materials used in the thermoplastic components of the mains connector and the cases are flame retardant according to ul 60601-1 and as/nzs 3200.1. Our user instructions that accompany the icon CPAP humidifier state the following: "only operate if the device, power cord and plug are dry and in good working order." "Do not operate the device, water chamber or breathing tube if it is dropped, damaged or not working as intended."

Event description:
A distributor in australia reported that an icon CPAP humidifier has a damaged power cord. There was no patient involvement.